Event description:
User received erroneous creatinine and potassium results for one patient sample. Initial creatinine result of 2.2 mg/dl and initial potassium result of 6.5 mmol/l were reported to the physician who questioned the results. In 2008, the same sample and an aliquot from the same sample were repeated. From the same sample, the creatinine result was 1.6 mg/dl and potassium result was 6.1 mmol/l. From the aliquot the creatinine result was 0.7 mg/dl and the potassium result was 4.8 mmol/l. The patient was also sent to the ER for evaluation by a physician and retested based on the initial results. User has no knowledge of the patient treatment and cannot obtain this info. The field service rep was not able to determine a cause but checked the analyzer. Performance tests were performed which were within specification. If additional info is received, appropriate notification will be provided.